Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Returned monitor failed isl due to speaker. The reduced availability of one out of the three modes (audio, haptic, video) of patient alert does not interrupt monitoring or therapy performance. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient did not cancel the shock using the wcd heart alert button.

Event description:
Nurse practitioner (np) called in to report that they have a patient in emergency room with 3 therapy shocks delivered. Np reported that during the initial shock the patient had reported "dizziness and weakness." Patient stated that they "got up to go to the bathroom and felt off balance and heard the preparing to shock alert" and that's when the patient received the first therapy shock. Patient did not press the heart point alert button. Np further reported that the patient is currently sick with flu. Patient then went to the ER with the assure wcd on. Np reported that while the patient was sitting in the ER, the system alerted "preparing to shock" and shocked the patient again. Patient verified that they did not press the heart point alert button at any time. Np reported a third command of "preparing to shock" populated and the patient was conscious but did not press the alert button at all. Patient is currently in the emergency room. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.